Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.

Event description:
It was reported that the event involved a male pt while in the cardio cath lab. The arrow intra-aortic balloon (iab) was inserted through the teflon sheath via left femoral artery with no issues. After 11 hours of intra-aortic balloon pump (iabp) therapy the iabp (autocat2: (B)(4)) alarmed helium leak. The md changed the helium tank 5 times with the same error message "helium leak" and did not have extra helium gas. As a result, the arrow iab and arrow iabp were removed. The md inserted a datascope iab and datascope iabp with success. No medical/surgical intervention was needed. There was a delay or interruption in therapy with no harm to the pt noted. No report of pt death, complications or injury. The md called the engineer for service. The engineer investigated the event and found the problem was the helium regulator assembly. Reference MDR #1219856-2011-00376 for the related iab report.